Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose reading of 400mg/dl at the time of incident. Notes do not mention if customer trouble shoot for high blood glucose levels. The customer had issues with the tape not adhering. The customer was assisted with trouble shooting and was advised to change the infusion set. The insulin pump was not returned for analysis.